Event description:
The patient is pursuing a product liability claim arising out of the use of durom/ldh system. It was reported that a durom acetabular component was implanted on an unknown date. The patient is being monitored due to unknown reasons.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. The patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. Based on extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendation. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415-2426-2008. Due to the fact this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4)legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).